Event description:
The manufacturer received information alleging a button was unresponsive on a trilogy 100 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was confirmed by an operational check that the right button did not react even when pressed hard. Therefore, the front panel/keypad led board was replaced. The root cause is confirmed at this time. Additionally, dirt was confirmed on the following parts and replaced: flow sensor assembly, motor blower assembly. The stirring fan foam and 43 micron filter were also replaced in accordance with the motor blower assembly replacement. Since damage to the screw receiving part of the front enclosure was confirmed, the front enclosure was replaced. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver. 14.2.05).